Event description:
It was reported that during a da vinci-assisted surgical procedure, the user was docking the patient side cart (psc) and the system displayed non recoverable error code fault 31221. The customer received phone assistance from the technical support engineer (tse). Review of the system logs confirmed error code1007 on axes controller platform (acp) nodes 1 and 2. Prior to calling caller has power cycled system with no change. Tse walked the customer through emergency power off of the psc; however, the issue persisted. The surgeon elected to convert to laparoscopic surgery. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did not power on without errors. The system was powered off/on sever times. No new incisions were made to complete the procedure. Procedure conversion was tolerated well by the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed the error fault and reproduced the issue. Fse replaced the faulty acp backplane and the psc cardcage to resolve the issue. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. The replaced psc cardcage as installed and tested on the pca test system. The system failed with error 31221 on the patient-side power distribution node indicating that the hardware highside switch fault logic has detected a fatal loss of power. The universal power distributor (upd) failed during testing. Isi received the replaced acp backplane; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The axes controller platform back plane (acpb) was analyzed and failure analysis (fa) investigation could not reproduce the customer reported complaint. However, the error/fault was confirmed via error logs/system logs. This acpb was installed and tested on the final test system 1. The system started up in normal mode with no failures and no errors. Failure analysis verified all axes with no errors and failure. Fa power cycled the system 10 times and all passed. The acpb remained on the system for 2 hours in normal mode, with no failure/error reported. Fa drove the patient side cart (psc) functionality feature, boom, set up joint (suj), and universal surgical manipulator (usm) range of motion with no error message and no failure. Fa introduced instruments to the system with no fault/failure message. It was also noted that changing this acpb did not resolved the issue. The screws under j55 will be upgraded. This acpb is in good physical condition.

Event description:
Refer to h10/h11 for follow-up information.